Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 aware date should be 04mar2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon was generated temporarily, it is likely that the contact failure was caused by such factors as dust adhering to the electric contact portion between devices. As the evaluation of the device found no abnormalities during the visual and functional testing. The root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center when connected with the scope, it was not recognized, the observation image was pitch black, and the scope information was not displayed. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using another similar device. There were no reports of patient harm.